Manufacturer narrative:
Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. Examination of the actual product involved may provide clarification as to the cause for the reported failure. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored.

Event description:
It was reported that the bd q-syte¿ luer access split-septum stand-alone device experienced leakage. The following information was provided by the initial reporter, translated from chinese to english: for daily infusion, connect the single-use precision infusion set to the needle-free closed infusion connector of the separator, turn on the infusion switch, and seep out the liquid from the connector.